Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Added: d3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (tortuosity in vessel). Pd-catheter-(twist, bent, kinked): the cause of pd-catheter-(twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (tortuosity in vessel).

Manufacturer narrative:
H6 code e2403 was reported incorrectly on the initial report that was submitted and was removed.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 79-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was tortuosity in the vessel. The physician attempted to insert the impella over a 0.035 guidewire but a kink was noted in the catheter. A decision was made to exchange for a new impella 5.5. The post-procedure outcome is unknown. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.